Manufacturer narrative:
Service will be completed by baxter. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(6) legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in agent delivery greater than 30% from the setting. There was no patient involvement.